Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 201 the investigation was done on the returned needle. The needle only had a few scratches because the hand piece and the material that came off during surgery where not returned we where not able to determine the point of cause. Surgeon is expecting a medical intervention after his diagnosis on a week because of the broken particle. All available information has been disclosed. This complaint has now been closed.

Event description:
During surgery, the surgeon realized that there was a loose tip of metal on the tip of a phaco which had not broken yet. This was while the phaco was inside the patient`s eye and doctor had to take phaco out of patient`s eye. As a result of this event, there was a tear in the posterior capsule. According to the surgeon, it appears as though a part from the inside of the cutter is what broke off, internally from the tip. The surgeon wil be seeing the patient in a few weeks, only then will he know how the patient was affected.

Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance (B)(6) during a tele-conference on 05/31/201. The investigation was done on the returned needle. The needle only had a few scratches because the hand piece and the material that came off during surgery where not returned we where not able to determine the point of cause. Surgeon is expecting a medical intervention after his diagnosis on a week because of the broken particle. All available information has been disclosed. This complaint has now been closed.